Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200s mg/dl) and a correction via the pump was delivered to address the bg level. A suspected cause was not reported. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.